Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2006, it was reported that a patient underwent a surgical procedure with instrumentation at the t4-l2 levels. Approximately 1 year post-op, xrays reportedly revealed a setscrew back-out. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the patient. No patient complications were reported.